Event description:
PICC line inserted into basilic vein without difficulty. Pt complained of light headedness and face tightness prior to flushing or removing guideline. PICC line immediately removed. Physician called. Pt noted to have swelling of periorbital region and tongue. Able to communicate verbally and not short of breath - pt taken to emergency dept for treatment (benadryl and solumedrol - IV) and observation.